Event description:
Medtronic received information that during the attempted implant of this mechanical heart valve, it was reported that the sewing ring was observed to be loose when the physician began tightening the sutures when suturing the valve into place. It was not known if a cutting needle was used for suturing. The valve was not implanted. No adverse patient effects were reported.

Manufacturer narrative:
The product has been returned and analysis is in progress. Upon completion of analysis, a supplemental report will be submitted. (B)(6). (B)(4).

Manufacturer narrative:
Based on the analysis and investigation, there were no design, manufacturing or component anomalies that would have caused or contributed to the reported event. The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Upon receipt at medtronic¿s quality laboratory, the valve¿s tissue annulus diameter was measured and found to be within the engineering specification. During examination and analysis of the sewing ring, it was found that the stitching met manufacturing criteria, all sutures were intact and tight, the sewing ring was not loose on the orifice housing, there were no cuts or tears observed in the sewing ring, and the sewing ring stitching met specification. From the available information and the analysis, the reported clinical observation of a loose sewing ring could not be confirmed. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.